Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Per the info received, the catheter has been replaced. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It is reported the mandrin cannot be removed.